Event description:
An optician called with questions about this product and mentioned that he had been depositioned in a case for a pt infected with acanthamoeba keratitis in 2003. He stated he dispensed the product to her when she purchased her contact lenses, but he did not know what product she was actually using at the time of the event. He did not see her after that visit. He indicated the pt had apparently been swimming in her lenses prior to the event and her parents waited a month before seeking medical attention. According to the optician, the pt was examined and treated for conjunctivitis by their family doctor.

Manufacturer narrative:
Evaluation summary: the complaint device associated with this complaint was not received for evaluation. Product history records could not be reviewed because the reporter has not provided a lot number or any identification traceable to the manufacturing documentation. A query of the complaint database was completed for the time period and a complaint for the pt identified was not found.